Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient's therapy worked for a while to control their target urinary symptoms, but then it stopped controlling them. They wanted the system removed because it didn't work for the symptoms anyways, but their healthcare professional (hcp) refused to do so. Since then, the patient had a sling implanted, but that didn't work for their symptoms either. They also had injections around the urethra and was getting another one on (B)(6) 2017. The hcp suggested the patient just wear a catheter going forward, but the patient didn't want to. This issue had been occurring since the (B)(6) 2016. There were no device issues or further complications reported or anticipated.